Event description:
Additional information received reported the patient's deep brain stimulation (dbs) reprogramming was essential to preventing the patient from further falls/excursions and injuring himself.

Event description:
Information received via a healthcare professional from a clinical study reported the patient had increased difficulty walking. He had fallen out of bed so many nights and came to the clinical earlier than scheduled. Diagnostics included device interrogation where the voltage increase cap was raised on (B)(6) 2016 so that the patient could continue to increase the voltage as needed due to having maxed out at home. The patient reported having falls at home and had been sleep walking outside with no memory of doing so. Etiology was reported as related to the device or therapy, not related to the implant procedure, and due to programming. The most recent interrogation and programming prior to the event had occurred (B)(6) 2016. It was noted the event had resulted in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was resolved without sequelae (B)(6) 2016. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.